Manufacturer narrative:
UDI - (B)(4). Device manufacture date: the device manufacture date is unavailable. The manufacturing location was unknown. Reporter's phone number: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the compact air drive device reverse locking mechanism was blocked, and the motor power was too low. It was also observed that the device failed pre-repair diagnostic tests for attachment coupling assessment, attachment coupling with attachments assessment, reverse locking mechanism assessment, air leak, and the function of the triggers for forward/reverse mode, excessive noise, and the power with test bench. It was reported in the service order that after use on the patient it was observed that the device reverse locking mechanism was blocked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture (dom) was unknown. The dom has been updated to reflect the date (jul 21, 2009) the device was manufactured. If additional information should become available, a supplemental medwatch report will be submitted accordingly.